Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. In addition, the device was received with the electrode separated from the ceramic but still attached to the active rod. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the electrode damage on the device.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, during a lengthy dissection, it was noted that the upper (moving) jaw appeared too loose. After removing it from the patient, the assistant manipulated the handle to open and close the jaws on the back table and the upper (moving) jaw detached from the device and was retrieved from the floor. There were no missing pieces noted. Case completed with another device of the same product code. There were no patient consequences reported.